Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with presyncopal symptoms. A loss of capture and high impedance were observed on the right ventricular lead. A revision procedure was performed; the atrial lead was capped and the existing right ventricular lead was inserted into the atrial port of the device to be used as a backup right ventricular lead. A new right ventricular lead was implanted for primary pacing support. The patient was noted to be in stable condition following the procedure.